Event description:
It was reported that during a prostate procedure, the physician hit an undetected/unavoidable prostate calculi, resulting in fiber damaged at 89,859 joules of use. The case was completed using a second fiber without further issue. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fiber was not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side firing surgical fiber. Ther root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in cap detachment.